Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log files. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2021 under work order and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to evaluate the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that following the driveline repair, the alarms eventually returned while the patient was connected to a grounded patient cable. The patient was immediately placed back on an ungrounded cable and ultimately underwent an hmii to hm3 pump exchange on (B)(6) 2021. Multiple attempts were made to obtain additional information on the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate ii left ventricular assist system (lvas), serial number (B)(6), is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jan2018 via customer order. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR# 2916596-2021-04506. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic, had rescue tape for their entire driveline. Log files showed several pump stops and low speed advisories. The alarm were confirmed by technical services. X-rays were taken which indicated a kink. The patient underwent a driveline repair on (B)(6) 2021. Alarms occurred after the repair, indicating it did not resolve the issue. The patient denied any acute trauma to the driveline. It did have obvious wear and tear and has been rescue taped for quite awhile. The patient had not gained a significant amount of weight. The patient was unaware of any certain movements that triggered the alarms. The patient denied hearing any alarms from the left ventricular assist device (lvad) with the exception of the ¿no external power¿ alarms that occurred on (B)(6) 2021. The patient stated that the batteries died while out running errands and the batteries in the backup bag were dead as well. On (B)(6) 2021 a driveline repair was performed about 2.5 inches from the exit site. Post repair the patient was tethered on grounded patient cable without issue and no alarms occurred on the cable. Around 6:15-6:30 pm the patient had a controller fault alarm. The pump running symbol was illuminated. Pump parameters would not show up by pressing the display button on the controller or on the system monitor. A controller change was performed. After the controller change, the patient was placed back on the ungrounded cable. A short while later, it was reported that the patient had a low flow alarm. Multiple pump stops noted on interrogation. The patient had placed themselves back on the grounded cable shortly before the alarms occurred. The patient immediately was placed back on ungrounded cable. No alarms were noted since. The log file of the new controller captured pump stops on (B)(6) 2021 while the patient was connected to the power module indicating the repair did not resolve the issue. The log file of the old controller captured driveline fault events, a speed drop, and pump stop on (B)(6) 2021. All of these events occurred while the patient was connected to a power module. The patient had a heartmate ii to heartmate 3 exchange on (B)(6) 2021. Related manufacturer report number of controller: 2916596-2021-05623.